Event description:
On (B)(6) 2009, pt reported a small amount of insulin at the bottom of the insulin cartridge chamber that she noticed while on the call. She states, it is a small amount that looks like condensation and would not be able to be poured out. Advised to dry compartment out of the next time insulin cartridge is changed with dry tissue. On follow up call on (B)(6) 2009, pt reported the insulin cartridge chamber was dry and there is no more insulin visible in the compartment. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.